Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and no problem was found. Passed all functional and safety tests to factory specifications. Cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has condensation error. No fault found before or after, there was no patient involved.

Event description:
N/a

Manufacturer narrative:
Complaints associated with condensation in tubing are related to the collection of condensation within the catheter extender tubing. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with condensation in tubing, unless the failure mode is found to cause or contribute to a serious injury.